Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. Inflation was performed thrice at 20 atmospheres for 30 seconds. However, during the third inflation, the balloon ruptured. The device was removed without any issues and the procedure was completed with another of he same device. No patient complications were reported and the patient's condition was good.